Event description:
Customer states he was in his yard, on a slight incline - heard a popping noise - unit rolled 10 to 12 ft until it came to a wooded area. Unit tipped over and threw him to the ground. Customer stated that this aggravates his back problems. Unit being returned for inspection.